Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the chuck with key device and the reported condition that there was an abnormal separation in the attachment itself was confirmed. An assessment was performed, and it was found that the device failed visual inspection. During the assessment of the device and the provided photo it was found that the drill chuck was separating from the stop ring and the locking mechanism of the device was stuck. It was further determined that the device failed pre-test for general condition, check drill chuck function, check drill chuck in smallest range, and check drill chuck in largest range. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI - (B)(4).

Event description:
It was reported that there was an abnormal separation in the large chuck with key device itself. During in-house engineering evaluation it was determined that the drill chuck is separating from the stop ring. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.